Event description:
Information received indicates that a valve (25mm) with its serial number was packaged in a box and jar with different serial number(27mm). This 25mm valve was implanted, with the surgeon aware of the size difference between the actual valve and the labeling, and determining that the valve was a suitable fit. The patient is doing fine with no concerns. The actual valve (27mm) was confirmed to be packaged in the box and jar labeled as different serial number. It was not used and has been returned to the manufacturer. The two valves were sterilized in the same lot and shipped in the same shipment.

Manufacturer narrative:
H3. Analysis: the device remains implanted. With the return of the valve, it was confirmed that the mislabeling was limited to these two units, and that the valves were inadvertently placed in the packaging intended for the other valve. Conclusion: the event was related to labeling. There was no reported concern about product quality/function.